Event description:
Event verbatim [preferred term] (related symtoms if any separated by commas) bruising [contusion]. Case description: non-serious. This case is a report from a company sponsored support program in the united states referring to a male subject of an unknown age. The patient's mother reported this in response from the program vendor. No past medical history, concurrent illnesses, allergies or concomitant medications were reported. On an unknown date, the subject initiated nutropin aq, (2mg, frequency and route not reported) via nutropin aq pen (lot# n034) for an unknown indication. The first puncture date of the unknown lot number was not reported. The patient's prior history of exposure to the unknown lot number was not reported. The most recent date of administration prior to the event was not reported. On an unknown date, the mother reported that the pen was bruising (bruising) the patient. The mother reported that they have had the pen for 3 months. She reported that they were using the 29 g 1/2 needles and recently received some 30g 1/3 needles. She reported that the patient gets bruises the size of nickels on his abdomen. She reported that it has been this way since they started 3 months ago. She stated that he was not bruising in other areas that aren't injected. The mother also reported that they saw the patients doctor, and he was sure it was the pen causing this and to get a new one. Relevant laboratory tests, and treatment were not reported. It was not reported whether the patient continued or discontinued treatment with the lot number in question. It was not reported if the patient switched to another lot number. The actions taken with nutropin aq and the nutropin aq pen were not reported. The outcome of the event was not reported. Reports from patient support programs are regarded as solicited in nature and an implied causality cannot be inferred. The report was forwarded to genentech product quality and assigned. Additional information has been requested.